Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#3006705815-2018-00893. It was reported the patient experienced unintended stimulation in their chest and breast area approximately a month ago. Reportedly, x-rays revealed both leads had migrated out of the epidural space. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced with new models. Postoperatively, effective pain relief was restored and the issue resolved.